Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (sldak) appears to be related to patient morphology/pathology. The tissue damage appears to be related to the slda. The tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Lastly, the reported hospitalization and surgical procedure were results of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report after the clip was implanted, tissue damage occurred. Tissue damage is considered serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) (cds0502, 91101u170) was advanced to the mitral valve and the clip was placed. Leaflet insertion assessment was performed, and it was confirmed that the delivery catheter shaft was perpendicular to the horizontal plane of the mitral valve. Also, there was a good tissue bridge. The clip was deployed, but the clip tilted 10 degrees toward the anterior mitral leaflet and clip shook sideways. Then, it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet, single leaflet device attachment (slda). A second clip (cds0502, 91205u149) was advanced to stabilize the slda, reducing mr to 2. The following day, it was noted that the second clip had torn off the anterior leaflet and the first clip became unstable again. The patient had onset of anemia; therefore, the surgery was planned. The physician attributes anemia to a history of multiple myeloma and not associated to the slda. On (B)(6) 2020, mitral valve replacement was performed with good results and was recovering well. No additional information was provided.